Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the reported issue occurred during the procedure. The damage was first observed intraoperatively during a radical prostatectomy. It is unknown if loss of cautery was experienced. The procedure was completed with a backup device. There was no injury to the patient, and they have not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There was no issues removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found mechanical indentations and burrs on the bipolar yaw pulley. The instrument was found to have mechanical indentations/burrs on the outer face of the distal idler pulleys. There were pieces missing approximately 1.32 mm x 0.56 mm. Bipolar conductor wire that is adjacent to this indented pulley show damage which may indicate potential mishandling/misuse; the conductor wire has damaged wire insulation. The complaint regarding coating damage was confirmed by failure analysis. Common causes of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Common causes of the failure mode mechanical indentations/burrs instrument distal pulleys are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument's coating was damaged. There was no report of patient involvement.